Event description:
The reporter stated the surgeon was in the process of loading a micl 12.6mm implantable collamer lens into the cartridge. Felt the lens did not look right, did not like how the lens looked loaded into the cartridge and then noticed a orange spot on the lens. The surgeon decided not to use the lens and implanted the backup lens intended. Stated the lens was defective. There was no pt contact.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lot work order search was performed and no similar complaints were found within the same work order. #(B)(4).